Event description:
It was reported that "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. "

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the bronchial inflation line was tied into a knot which would prevent the bronchial balloon cuff from inflating properly. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the tracheal (white) pilot balloon. Upon injection of air, both the tracheal balloon cuff and pilot balloon were able to properly inflate. Next, the syringe was refilled with air and connected to the valve of the bronchial (blue) pilot balloon. Upon injection of air, the bronchial pilot balloon was able to properly inflate. However, the bronchial balloon cuff did not inflate at all due to the knot in the inflation line preventing the air from reaching the balloon cuff. The tracheal balloon cuff and pilot balloon were both able to properly deflate. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It could not be determined when or how the inflation line got the knot in it, but it is unlikely that this occurred at the time of manufacturing. Device history record investigation did not show issues related to complaint. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used. Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." The reported complaint of "leak - balloon cuff" was confirmed based upon the sample received. The returned et tube was found to have a knot in the bronchial inflation line which prevent-ed it from inflating. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It could not be determined when or how the et tube got damaged, but it is unlikely that this type of damage was present at the time of manufacturing. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that"(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. ".